Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 20205, the patient experienced a sensor failure on their continuous glucose monitoring (cgm) device, which was followed by a hyperglycemic event. According to the patient's wife, she heard the sensor failure alert from the cgm device and attempted to wake the patient but was unsuccessful. It was understood that the patient was unconscious at that time. Upon regaining consciousness, the patient was noted to be incoherent, prompting the wife to contact emergency services. The patient was transported to the hospital and arrived at 8:42 pm. It is unclear whether a fingerstick blood glucose test was performed upon arrival. However, blood glucose reading of 246 mg/dl was documented at the hospital. The patient received insulin injections as treatment. A subsequent blood glucose reading showed a decrease to 205 mg/dl shortly after administration. The patient was discharged close to midnight, with no further medical evaluation or intervention documented. At the time of this report, the patient was reported to be in good condition. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.